Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing during ventricular tachycardia (vt) episodes was noted on interrogation. The atrial lead remains in use. No patient complications have been reported as a result of this event.